Event description:
It was reported that during implant of the right atrial (ra) lead good thresholds were not able to be achieved. The patient¿s heart physiology was thought to be a contributing factor. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the breach insulation did contribute to the electrical complaint of high thresholds. (B)(4).